Event description:
The customer reported that she was hospitalized with high blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no "no delivery alarms" in the alarm history. The customer did not have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.